Event description:
It was reported that a user contacted support for assistance with an infusion set supply change while using the ilet system with a contact detach 23" 6 mm set, and their blood glucose was 288 mg/dl without symptoms at the time. Customer care provided support that included review of user-reported logs and device use during and after the supply change. Investigation of this case revealed no device alarms or malfunctions and no device component failures, with the hyperglycemia occurring during a routine set change and resolving thereafter. No clinical symptoms associated with hyperglycemia reported. Outcomes included return of blood glucose to a regulated range without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to transient factors surrounding the infusion set change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.